Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the inserted catheter fractured around the proximal side of the wing hub during patient use. The catheter was replaced with a new one. No patient injury or complication reported.

Manufacturer narrative:
(B)(4). The customer returned a single lumen catheter for evaluation. The catheter showed evidence of use and the catheter body was torn/separated just below the juncture hub. Both sections were returned. The separated catheter body had a box clamp attached to the catheter body adjacent to the separation point. The sample was returned with the box clamp sutured directly to the catheter body. The catheter body was deformed at the suture point. Microscopic examination revealed the ends of the catheter body where torn were jagged and uneven. These jagged edges would indicate a separation related to excessive force. Residual adhesive material was also identified on the catheter body directly next to the separation point. The separated catheter length measured 159mm and less than 1mm was present in the juncture hub. The catheter met the original length specifications. The catheter outer diameter (od) and inner diameter (ID) were measured and found to be within specification. Other remarks: a device history record (DHR) review was performed on the catheter and no relevant findings were identified. The instruction booklet provided with the set contains the warning to not suture directly to the outside diameter of the catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow. It also cautions to check ingredients of prep sprays and swabs before using. Some disinfectants used at catheter insertion site contain solvents which can attack the catheter material. It also warns not to use alcohol or acetone on catheter surface as these chemicals can weaken the structure of polyurethane materials. The reported complaint of the catheter being torn into two pieces was confirmed by visual examination of the returned sample. The catheter body was separated less than 1mm from the juncture hub. Microscopic examination found the ends of the catheter body to be jagged and uneven indicating that the separation was caused by excessive force placed on the catheter body. The returned catheter met all relevant dimensional requirements including the inner and outer diameter specifications. The DHR review performed did not reveal any manufacturing related issues. Based on the investigation findings, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the inserted catheter fractured around the proximal side of the wing hub during patient use. The catheter was replaced with a new one. No patient injury or complication reported.